Manufacturer narrative:
A ge service representative performed an onsite investigation and the power supply was replaced and adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a loose cable. No patient injury was reported.